Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. On (B)(6) 2012, the impedances dropped from 209 to 171 ohms.

Event description:
It was reported that the device battery had a short lifetime. The device was explanted and replaced. It was further reported that a review of the device performance data indicated five alerts for low atrial impedance values. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d354trg ICD, implanted: (B)(6) 2011; product ID 4194 lead, implanted: (B)(6) 2011. (B)(4). -